Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump had alarmed a compromised force sensor system. The customer was trying to bolus when the alarm occurred. The customer was advised to disconnect from the insulin pump and treat as per health care professional. The caller stated the customer will be treating with shots. Troubleshooting was performed. It was found that the drive support cap was protruded. The caller stated they will have the customer call back to decide if they will accept the replacement insulin pump. The customer¿s blood glucose level was unknown. The customer called back and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.